Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and unknown right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. All other measurements were stable and no noise could be elicited during provocation testing. Boston scientific technical services (ts) reviewed device data noting shock impedances has increased gradually over a long period of time and provided suggestions for additional assessment and monitoring. No adverse patient effects were reported. This system remains in service.